Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the hcp is suspicious that he did a pocket fill. The patient is obese with a big belly that is larger at times and was stated that it's a difficult fill. Imaging will be used to estimate the pump volume but was unsure if they can get a clear image due to the patient's large anatomy. The hcp felt they couldn't ensure that they were in the reservoir. The physician received the emergency procedure card and discussed the recommendations of taking the medication out of the pump and confirming the amount and/or reviewed the pump reservoir under x-ray lateral view. There were no symptoms reported and no further complications reported/anticipated.